Event description:
Reportable based on the analysis completed (B)(4) 2011. It was reported that during a percutaneous coronary intervention, the physician had difficulty advancing and shaft kinks occurred. As the physician advanced the 2.25x32mm taxus liberte mr stent delivery system (sds) through a severely tortuous aortic vasculature he encountered significant resistance advancing the device and shaft kinks occurred. The sds was removed and the procedure was completed with a different device. No patient complications were reported and patient status is stable. Returned product analysis reveled stent damage and stent moved on the balloon. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified distal stent damage. The distal half of the stent was stretched to approx 43mm. The stent moved on the balloon during examination. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The port area of the device was damaged. Kinks were present throughout the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. Mandrel resistance was encountered due to the presence of solidified blood within the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).